Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds were observed and the impedance had decreased. The physician decided to wait and monitor the patient for now.